Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no nonconformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint.

Event description:
A peritoneal dialysis contacted customer support regarding receiving drain complications error while in drain zero of three and stated they have just returned from hospital. The technical support assisted the patient with troubleshooting and moving to the next phase. The reason the patient had just returned from hospital was unknown. The hospitalization course is unknown. It is currently unknown if the patient's hospitalization is related to peritoneal dialysis therapy. Due diligence attempts were exhausted and additional information could not be obtained.

Manufacturer narrative:
The initial report listed the cause of hospitalization as unknown, however the pd nurse stated that they believe the cause of hospitalization was due to a stroke. Should additional relevant information become available, a supplemental report will be submitted.